Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer disconnected from site and delivered insulin until occlusion cleared. Customer's blood glucose (bg) was 200-300 mg/dl and a bolus was delivered to address bg.